Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the following event occurred prior to use on the patient. The shaft part got disengaged from the device. New one was opened to complete the case with no problem. No patient involvement. Operating time not extended.

Manufacturer narrative:
(B)(4).